Manufacturer narrative:
Zoll medical evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the data log confirms the customer's report. The device was in a lead fault state due to the poor signal quality. The device detected a condition with the coupling of the electrode pads to the patient's skin outside the allowable range of viable patient impedance and prompted the user via visual user advisory and audible tone. According to the customer, the patient was hairy and was not prepped prior to the attachment of the electrode pads. Once the patient was prepped, the second device used was able to deliver therapy. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.